Manufacturer narrative:
Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. It should be noted that the armada 18 instruction for use (IFU) states: ¿inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended.¿ the rated burst pressure for this device is 14 atmospheres as indicated on the product label. It could not be determined if inflating the balloon slightly over the rated burst pressure contributed to the rupture. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Device code (B)(4): above rated burst pressure. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified de novo lesion in the superficial femoral artery. A 6x60mm armada 18 balloon catheter was prepared per the instructions for use. The balloon catheter was inflated to 16 bar for 180 seconds; however, the balloon ruptured during the first inflation. The procedure was successfully completed with a new 6x60mm armada 18 balloon catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.